Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location: between my kidney and large intestine on my right side/ embedded in the omentum by the right kidney') and seizure ('seizures') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implantation" in (B)(6) 2014, device monitoring procedure not performed "essure confirmation test not done" and device difficult to use "right side that had essure implanted was "ripped out" during the ablation and had to be reinserted in my fallopian tube.". The patient's concurrent conditions included uterus enlarged, uterine leiomyoma, ovarian cyst, cerebrovascular arteriovenous malformation, itching, menopausal symptoms and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthralgia ("pain/ joints pain") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), amnesia ("memory loss"), abdominal pain ("abdominal pain/ abdomen pain") and abdominal distension ("abdominal swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vitreous floaters ("vision /eye problems: floaters and dots") and visual impairment ("decrease in vision"). In (B)(6) 2017, the patient experienced rash ("rashes /skin conditions: rashes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival recession ("dental problems: gums began to recede and teeth shifted"), irritable bowel syndrome ("irritable bowel syndrome"), major depression ("major depression"), generalised anxiety disorder ("general anxiety"), seizure (seriousness criterion medically significant), myalgia ("muscle pain"), pain ("body aches") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, bladder disorder, urinary tract disorder, amnesia, arthralgia, major depression, generalised anxiety disorder, rash, vitreous floaters, visual impairment, abdominal pain and allergy to metals outcome was unknown and the menorrhagia, gingival recession, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, seizure, weight increased, abdominal distension, myalgia, pelvic pain, pain and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, generalised anxiety disorder, gingival recession, irritable bowel syndrome, major depression, menorrhagia, myalgia, pain, pelvic pain, rash, seizure, urinary tract disorder, vaginal haemorrhage, visual impairment, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2014. Discrepancy noted she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location: between my kidney and large intestine on my right side/ embedded in the omentum by the right kidney') and seizure ('seizures') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implantation" in (B)(6) 2014 and device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included uterus enlarged, uterine leiomyoma, ovarian cyst, cerebrovascular arteriovenous malformation, itching, menopausal symptoms and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthralgia ("pain/ joints pain") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), amnesia ("memory loss"), abdominal pain ("abdominal pain/ abdomen pain") and abdominal distension ("abdominal swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vitreous floaters ("vision /eye problems: floaters and dots") and visual impairment ("decrease in vision"). In (B)(6) 2017, the patient experienced rash ("rashes /skin conditions: rashes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival recession ("dental problems: gums began to recede and teeth shifted"), irritable bowel syndrome ("irritable bowel syndrome"), major depression ("major depression"), generalised anxiety disorder ("general anxiety"), seizure (seriousness criterion medically significant), myalgia ("muscle pain"), pain ("body aches") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, bladder disorder, urinary tract disorder, amnesia, arthralgia, major depression, generalised anxiety disorder, rash, vitreous floaters, visual impairment, abdominal pain and allergy to metals outcome was unknown and the menorrhagia, gingival recession, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, seizure, weight increased, abdominal distension, myalgia, pelvic pain, pain and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, generalised anxiety disorder, gingival recession, irritable bowel syndrome, major depression, menorrhagia, myalgia, pain, pelvic pain, rash, seizure, urinary tract disorder, vaginal haemorrhage, visual impairment, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2014. Discrepancy noted she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. Reporter's information was updated. Date of insertion was updated. Added event nickel allergy, weight loss. Updated outcome of events pain, bleeding from unknown to recovered/resolved and other injuries from recovering/resolving to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location: between my kidney and large intestine on my right side/ embedded in the omentum by the right kidney') and seizure ('seizures') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implantation" in (B)(6) 2014, device monitoring procedure not performed "essure confirmation test not done" and device difficult to use "right side that had essure implanted was "ripped out" during the ablation and had to be reinserted in my fallopian tube.". The patient's concurrent conditions included uterus enlarged, uterine leiomyoma, ovarian cyst, cerebrovascular arteriovenous malformation, itching, menopausal symptoms and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthralgia ("pain/ joints pain") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), amnesia ("memory loss"), abdominal pain ("abdominal pain/ abdomen pain") and abdominal distension ("abdominal swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In march 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vitreous floaters ("vision /eye problems: floaters and dots") and visual impairment ("decrease in vision"). In (B)(6) 2017, the patient experienced rash ("rashes /skin conditions: rashes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival recession ("dental problems: gums began to recede and teeth shifted"), irritable bowel syndrome ("irritable bowel syndrome"), major depression ("major depression"), generalised anxiety disorder ("general anxiety"), seizure (seriousness criterion medically significant), myalgia ("muscle pain"), pain ("body aches") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, bladder disorder, urinary tract disorder, amnesia, arthralgia, major depression, generalised anxiety disorder, rash, vitreous floaters, visual impairment, abdominal pain and allergy to metals outcome was unknown and the menorrhagia, gingival recession, dysmenorrhoea, fatigue, irritable bowel syndrome, alopecia, seizure, weight increased, abdominal distension, myalgia, pelvic pain, pain and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, device dislocation, dysmenorrhoea, fatigue, generalised anxiety disorder, gingival recession, irritable bowel syndrome, major depression, menorrhagia, myalgia, pain, pelvic pain, rash, seizure, urinary tract disorder, vaginal haemorrhage, visual impairment, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2014 discrepancy noted she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-mar-2020: plaintiff fact sheet received. Event device insertion difficult was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device, location: between my kidney and large intestine on my right side/embedded in the omentum by the right kidney') and seizure ('seizures') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of essure implantation" in (B)(6) 2014 and device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included uterus enlarged, uterine leiomyoma, ovarian cyst, cerebrovascular arteriovenous malformation, itching, menopausal symptoms and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthralgia ("pain/joints pain") and pelvic pain ("pelvic pain"), 1 day after insertion of essure. In july 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), amnesia ("memory loss"), abdominal pain ("abdominal pain/abdomen pain") and abdominal distension ("abdominal swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In september 2016, the patient experienced vitreous floaters ("vision /eye problems: floaters and dots") and visual impairment ("decrease in vision"). In (B)(6) 2017, the patient experienced rash ("rashes/skin conditions: rashes"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival recession ("dental problems: gums began to recede and teeth shifted"), irritable bowel syndrome ("irritable bowel syndrome"), major depression ("major depression"), anxiety ("general anxiety"), seizure (seriousness criterion medically significant), myalgia ("muscle pain") and pain ("body aches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, irritable bowel syndrome, amnesia, arthralgia, major depression, anxiety, rash, seizure, vitreous floaters, visual impairment and abdominal pain outcome was unknown, the gingival recession, alopecia and weight increased was resolving and the fatigue, abdominal distension, myalgia, pelvic pain and pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, bladder disorder, dysmenorrhoea, embedded device, fatigue, gingival recession, irritable bowel syndrome, major depression, menorrhagia, myalgia, pain, pelvic pain, rash, seizure, urinary tract disorder, vaginal haemorrhage, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Case upgraded to incident. Event injury was updated to events: migration of essure device, location: between my kidney and large intestine on my right side/embedded in the omentum by the right kidney, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems, dental problems: gums began to recede and teeth shifted, dysmenorrhea, fatigue, irritable bowel syndrome, hair loss, memory loss, joints pain, major depression, general anxiety, rashes /skin conditions: rashes, seizures, vision /eye problems: floaters and dots, decrease in vision, weight gain, ablation at the time of essure implantation, abdominal pain, abdominal swelling, muscle pain, pelvic pain, body aches and essure confirmation test not done. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.